Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead sheath was unable to be peeled and the hub broke. The lead was not implanted and will be replaced in the future. No patient complications have been reported as a result of this event.